Event description:
It was reported that the right ventricular (rv) lead dislodged and crossed the septum into the left ventricle. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).